Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2025-00047 for the report of blurred vision associated with device one (1) of two (2).

Event description:
It was reported that following a left eye (os) cataract surgery and trabecular microbypass pass stent procedure with the implantation of two (2) stents, the patient presented with a complaint of postoperative "blurred vision". Per report, the patient was assessed by two surgeons who are unable to determine why the patient has blurred vision, and that it is not believed to be related to the stents. Through follow-up, the surgeon reported an uneventful cataract surgery followed by stent implantation with the patient experiencing pain during the procedure despite topical and intraocular anesthetics. Reportedly, two (2) stents were implanted in the left eye (os). This report references the report of blurred vision associated with device two (2) of two (2).